Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no malfunction of the subject device. The customer did not turn the power switch on.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. The user called service center and stated he had forgotten to turn the power on to the monitor. The investigation is ongoing and if additional information is received or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during installation, the monitor would not power on. There was no patient involvement reported.